Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected while the customer was sleeping. Reportedly, the customer reconnected the luer lock connection and resumed insulin delivery. Blood glucose level was 390 mg/dl.